Manufacturer narrative:
Date of event: (B)(6) 2015. Device manufacture date: 05/25/2016. Conclusion / root cause: the cpu pcba, gas delivery system assembly and v60 blower assembly was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).

Manufacturer narrative:
Contact information: (B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator is giving "oxygen not available" message. The customer reported the unit was in use on patient, but there was no patient harm.